Manufacturer narrative:
An investigation of this event has been initiated. Findings from this investigation are not yet available. Addition information will be submitted when investigation is completed.

Event description:
Two racks in the bact/alert 3d instrument did not take reflectance readings to monitor microbial growth for a day. Instrument failed to notify user that machine was not taking readings. The bottles were moved to other racks and monitoring began. Technician subcultured affected bottles as recommended when gaps in monitoring occur. There were no deaths or adverse events related to this incident. However, if this type of alleged malfunction were to recur causing data loss or delayed results undetected by the user in a blood bank, then there is potential for an adverse event.